Event description:
The customer reported that the knife became difficult to activate in order to cut tissue during a laparoscopic colectomy. There was no pt injury. The device was returned to covidien and visual inspection discovered the webbing was protruding from the hinge. This caused damage to the clear insulation. Further eval discovered the device to fail hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.